Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), non-penumbra catheter, non-penumbra microcatheter, non-penumbra stent retriever , non-penumbra revascularization device , and a guidewire. During the procedure, the physician made the first pass using the stent retriever and was unsuccessful. Next, the physician made a second pass using the revascularization device and still could not achieve success. After making the third pass, the physician felt the revascularization device was stuck and decided to remove entire system. Subsequently, upon removal, the physician noticed the red62 was broken at the midshaft. Therefore, the red62 was not used for the remainder of the procedure. The procedure was completed using other devices. There was no report of an adverse effect to the patient.